Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient was not happy with outcome. The patient had a posterior subcapsular cataract and surgeon has performed yag (yttrium aluminum garnet ) capsulotomy. Surgeon planning to explant and asking about other model iol options. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).